Manufacturer narrative:
Additional information was received that the patient never had a clik anchor implanted so there was nothing implanted nor explanted. The physician only did was to re-opened the midline incision site and also re-did the suture to alleviate the pain.

Event description:
A report was received that the patient was experiencing discomfort which was believed that it was located at the lead site. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead,50cm.

Event description:
A report was received that the patient was experiencing discomfort which was believed that it was located at the lead site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well. No reprogramming needed and no further course action.

Event description:
A report was received that the patient was experiencing discomfort which was believed that it was located at the lead site. The patient will undergo a revision procedure.